Event description:
A driver rx coronary stent delivery system length 24 mm, diameter 3.0mm was used to treat a very calcified lesion with 90% stenosis in a pt's mid lad. It was reported that the physician was unable to deliver the stent to the lesion. The physician removed the stent to predilate and when he went to reload the driver stent, he noticed there was a stent strut protruding from the delivery system. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter but failed to cross the lesion. The device was returned for eval and on examination of the returned device there was damage noted to the stent. The lesion was successfully treated with another driver stent of the same size. Pt was reported to be fine post procedure and no clinical sequelae have been reported. The cd of procedural images was not returned to medtronic for eval, but the stent delivery system was returned for eval.

Manufacturer narrative:
(B)(4). (Stent deformed in-vivo during positioning). Eval, results: highly calcified vessel with 90% stenosis. Conclusion: highly calcified vessel with 90% stenosis. Eval summary: on review of the returned device the stent was positioned on the balloon as per spec. Struts on the twelfth proximal stent segment were raised and deformed. The eleventh proximal stent segment was lifted and twisted. The damage noted on the returned stent most likely occurred during the failed attempt to cross the target lesion and or subsequent withdrawal from the vessel. The possibility exists that the stent was damaged due to the lesion morphology.